Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The reported issue could not be duplicate during examination and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received logs revealed that the ventilator passed pre-use check prior and after the date of the event. Alarms were generated at date of the event such as, inspiratory flow overrange, check tubing, expiratory minute volume low and respiratory rate high . The alarms indicated a leakage situation and /or patient circuit disconnected. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The information about the used patient circuit was not available. The conclusion is there was no ventilator malfunction at time of the event. However, the alarms indicated a leakage situation and /or patient circuit disconnected. The root cause for the leakage/patient circuit disconnection could not be determined.

Event description:
It was reported that the ventilator had problem with the volumes. There was no patient harm. Manufacturer's ref #: (B)(4).